Event description:
The hosp reported that during a radial endoscopic vein harvesting procedure, the hemopro device jaw continued burning red hot, smoking, beeping when the jaw was opened and the activation switch was in off position. The or staff immediately unplugged the extension cable and removed the device from the pt. Device was re- plugged to the extension cable and the jaw turned red hot with the jaw opened. A second hemopro device was opened and connected to the same extension cable and everything was fine. The procedure was completed using the second hemopro device. The hosp did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).